Event description:
Patient was participating in therapy using an exerciser the patient sat down on the front half of his power w/c for a rest break. Therapist repositioned harness, and as harness moved to the end of the track, the right stopper on the bar slid off the end, and the bar fell off the track. The bar landed on patient's chair between his back and his backrest. The bar broke his r armrest. Patient's was not injured and the bar did not touch him. W/c repair was called in to fix armrest.